Manufacturer narrative:
Insulin pump was monitored for 24 hours with multiple basal rated passed self test, displacement and unexpected restart test. The insulin pump functions properly. No blank display or display anomaly noted during testing. All operating currents are within the specifications, no unexpected low battery low battery, off no power, battery out of limit alarm or battery indicator anomaly noted. No damage inside pump noted. Insulin pump received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the device turned off by itself. Customer's blood glucose was 453 mg/dl. Device did not alarm a low battery alert prior to the off no power alert. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.